Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). A nanotite tm tapered certain® implant 3.25 x 15mm (nint3215) still attached to a removal tool was returned for investigation. Visual inspection of the returned product identified some evidence of wear and bone residue along the implant's exterior, likely during removal. The lower portion of the fractured screw is observable in the bottom of the implant's drive. The reported device was located on tooth # 10 (universal notation) and was used for approximately 9 years. X-ray images show various images of the implant in place. The lower portion of the fractured screw was visible within the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: applicable information can be found in the warnings, precautions, and potential adverse events sections. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the screw fractured in the implant. The reported complaint is confirmed based on visual inspection of the returned products and review of the provided xray images. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown. Item and lot number: unknown. PMA/510(k) number: unknown.

Event description:
It was reported that the unknown abutment screw fractured in the patient's implant. The screw could not be removed and the implant was eventually extracted.